Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump escalated to an impella 5.5 for the patient admitted in with a non-st-segment elevation myocardial infarction. The impella 5.5 was supporting when the patient was turned and encountered self limiting runs of ventricular tachycardia. The registered nurse said they charted it and would discuss if the intensivist was around. Pads were acquired but not applied to the patient. A code cart was outside of room but no report of it being used. The procedural outcome was the patient survived surgery.